Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the patient did not receive the correct number of connection adapters for the ilet system, and the caregiver planned to contact the distributor. The user experienced fluctuating blood glucose with hyperglycemia recorded at 356 mg/dl and eventually a hypoglycemia at 39 mg/dl reported during the event. The medical device problem and device component details were not available. Investigation of this case revealed no findings available, with insufficient information to determine a specific device problem or component involvement. No clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.